Manufacturer narrative:
On 21-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the side port broke. It was reported that the lever on the stopcock is completely broken off when the package to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was opened. Caller stated the piece that broke off was still inside the packaging. A new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was opened the procedure was continued. The sheath was never used on the patient. The device was properly secured in the tray but its unknown if there was any type of damage to any part of the packaging.

Manufacturer narrative:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the side port broke. It was reported that the lever on the stopcock is completely broken off when the package to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was opened. Caller stated the piece that broke off was still inside the packaging. A new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was opened the procedure was continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection were performed following bwi procedures. Visual analysis revealed that the three-way valve was broken and the connector was also found cracked. In addition, a reddish material was observed into the three-way valve. The damage could be related to an excessive force during the connection and the reddish material into the three-way valve could be related to the use during the procedure, however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).